Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. Consumer's concomitant conditions included suspected nickel allergy. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement which took 45 minutes. On an unspecified date she experienced bladder infection, heavier menstruation, muscle cramps, tiredness, mood swings, memory loss, concentration problems, swollen abdomen, menopause complaints, tooth problems, convex cheek, salivary gland inflammations, and more unstable course of graves' disease. On an unspecified date she contacted her physician. She had blood tests performed which confirmed menopause. Essure removal was planned on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavier menstruation and more unstable course of graves' disease. Essure removal was planned to be performed, approximately 4 years after its insertion. Heavier menstruation is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between event heavier menstruation and essure insertion was not specified. Consumer was later diagnosed with menopause; menses pattern changes are also common in perimenopause, which could be an alternative explanation for this event. However, given the nature of the event heavier menstruation, a contributory role of essure cannot be excluded. Event more unstable course of graves' disease was assessed as unrelated to essure, given the event's nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavier menstruation and more unstable course of graves' disease. Essure removal was planned to be performed, approximately 4 years after its insertion. Heavier menstruation is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between event heavier menstruation and essure insertion was not specified. Consumer was later diagnosed with menopause; menses pattern changes are also common in perimenopause, which could be an alternative explanation for this event. However, given the nature of the event heavier menstruation, a contributory role of essure cannot be excluded. Event more unstable course of graves' disease was assessed as unrelated to essure, given the event's nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.